Event description:
It was reported that a patient underwent a spinal cord stimulator implant procedure on (B)(6) 2012 and suture was used to anchor the lead. The lead was migrating and the surgeon discovered that the non-absorbable suture had absorbed. There was no remnant of suture left at the anchor. A different type of suture was used in a follow-up surgery to correct the problem. Additional information was requested.

Manufacturer narrative:
(B)(4). Suture absorbed. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: one representative samples from the same lot number as the actual device were returned for evaluation. No actual returned used suture or explants were provided, so a complete examination was not possible. It could not be determined what suture was actually used in the procedure .